Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an abdominal rectal hernia repair procedure on (B)(6) 2009 and unknown mesh was implanted. One month post op, the patient returned complaining of an infection, inflammation and pain. It was also reported that sixty cc of infection was drained from the patient's abdominal region. Since the first performed drainage, the patient has been returning frequently for repeated drainage of infection. The patient reported that at this time sepsis occurred three times now. Additional information has been requested.

Manufacturer narrative:
Patient code: (B)(4) - scar tissue, (B)(4) - hernia. Device code: (B)(4) - hernia recurrence occurred additional narrative: it was reported that following insertion the patient experienced hernias (4 times), scar tissue and dyspareunia.